Event description:
15 days post closure procedure, a non-occlusive thrombus extension from the occlusive gsv thrombus was detected in the cfv. The pt reported a mild pain. The pt was hospitalized for 2 days, and placed on lovenox, coumadin in addition to the ivc filter. At time of the follow-up in 200e, the pt was asymptomatic.